Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate antitachycardia pacing therapy was delivered during a supraventricular tachycardia. Patient was asymptomatic and was noted to have second degree av block with elongated av delays. Programming changes were made. Patient condition was good.

Manufacturer narrative:
(B)(4).

Event description:
New information received states that the patient again received inappropriate hv therapy for an svt. Further programming changes were recommended.